Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was having difficulty using their patient programmer. The patient had been changing the batteries every 3 weeks as a troubleshooting measure because of having difficulty with the programmer. The patient saw the splash screen on the programmer on (B)(6) 2016. The patient was using heavy duty batteries and it was recommended that the patient change to standard alkaline batteries. The programmer problem was resolved and the programmer was working as expected. The patient experienced a sudden loss or change of therapy. The patient thought it was in may, but later thought it was a couple of months ago in 2016. The patient just didn¿t think the thing was working right, they didn¿t feel any fluttering, and it didn¿t want to come on at times. The patient had a loss of therapeutic effect and also started to have diarrhea for the last week in (B)(6) 2016 and not much urine. The patient had the device implanted for both bowel incontinence and urinary retention. When the patient initially had the device implanted it helped with their symptoms, but because it was helping with their urinary retention, they started to have to get up 3 or 4 times a night to urinate and would have urinary incontinence before they could make it to the bathroom. This happened 6 or 7 times, but the patient felt no urgency whatsoever. The patient did not currently feel stimulation sensation. When the patient previously increased the amplitude from 1.7v to 2.1v and they could initially feel the sensation, but it went away. The patient¿s therapy was not on. The patient turned therapy back on and confirmed it was on as they saw the lightning bolt icon. The patient was using their programmer incorrectly and was pressing the stimulation off button without realizing it would turn their therapy off. The patient had not seen the lightning bolt icon for some time. Troubleshooting resolved the reported issue. The patient would have an appointment with their managing health care provider (hcp) in (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.